Manufacturer narrative:
H3: the revision reported was likely due to disassembly between the humeral liner and humeral tray, leading to subsequent metal-on-metal articulation between unintended components and resulting prosthesis wear. Potential contributions of user and patient-related considerations, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the reported disassembly and prosthesis wear cannot be determined as the devices were not available for evaluation and radiographs and relevant clinical information were not provided. D10: (6040590) 320-20-46: eq rev compress screw lck cap kit, 4.5 x 46 mm. (6403744) 320-20-46: eq rev compress screw lck cap kit, 4.5 x 46 mm. (6600129) 320-15-04: rs glenoid plate r post aug, 8 deg, right. (6629075) 320-15-05: eq rev locking screw. This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d10, h6 component code, the following sections were corrected: h6 clinical code and problem code.

Event description:
As reported, the patient had an initial right tsa on (B)(6) 2020. The patient dissociated, causing the tray and sphere to articulate to the point of wearing through the tray. The patient was revised on (B)(6) 2024 and a new sphere, tray, stem and poly were implanted. Metallosis was found. All parts, pieces and fragments were removed. There was no reported surgical delay/prolongation. The patient was last known to be in stable condition following the event.